Event description:
Information was received from a consumer who reported experiencing poor coupling with the recharger for about six months. The consumer mentioned the implantable neurostimulator (ins) had been falling by the right breast over the last 6-8 months so the healthcare provider (hcp) thought the coupling issue may be due to the ins moving, but they weren¿t sure. The consumer had already tried repositioning the antenna and turning the antenna dial, but the issue wasn¿t resolved. It was confirmed the recharger antenna didn¿t show any damage.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37791; product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. They are setting up surgery to relocate the dbs device as it needs to be moved up in their body and continue to not get good contact. Thus, the new antenna did not help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient rep called back regarding follow-up letter. Caller states noticing ins moved, (slipped down) a few months ago, then started getting poor coupling a couple months ago. Caller states recharger antenna was replaced but that did not resolve the issue. Caller does not think it is an equipment issue but problem is due to ins moving. Caller states patient can still recharge ins but it takes a long time. Caller states patient will be seeing a doctor on the (B)(6) 2022 to examine patient. Caller states he will call back after finding out more information.

Manufacturer narrative:
B5 additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.